Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator and camera head to resolve the reported problem. The system was tested and verified as ready for use. Isi did not receive the da vinci products involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the video image was dark, and the problem persisted with different endoscopes. The procedure was completed with no reported injury.